Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop nasal congestion and a cough. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop nasal congestion and a cough. The patient was hospitalized in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for further investigation. During the investigation, sound abatement foam degradation or breakdown was not observed in the base unit. The manufacturer verified that the device provides airflow using a known good power supply. There were no errors that were logged. The manufacturer observed dust and dirt contamination on the top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, pca, blower box upper cap, blower, blower box, blower outlet seal, and p4 power connector. Missing accessory module flip door. An unknown contamination was observed inside the ui panel. A contaminate consistent with keratin was observed on the blower box.   The manufacturer concludes there was no evidence of sound abatement foam degradation and confirmed dust and dirt contamination in the airpath, likely from a source external to the device.